Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer had low readings in the 60s mg/dl. The customer was treated with emergency medical services. The customer also treated with candy but it was not enough. The customer was also treated with eggs and protein. The customer reported a past event and is not currently on the pump because her health care provider advised to her be off the pump due to chemo.